Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system does not start up intermittently and has a black touch screen. Review of the system log files showed os-disk of the host-pc was corrupted. Fse replaced the host pc hard disk and directly connected to the mother board without going through the hard disk rack. After replacement system was working in a good condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the main application of the allura does not start with black touch screen. Multiple reboots did not resolve the issue. The device was in clinical use. No patient harm reported. The philips field service engineer went on site and found the system hard disk of the pc host is completely out of work. He replaced the pc host disk and the system is working as intended. Philips has started an investigation of the complaint.